Manufacturer narrative:
One manifold with 3-way stopcock was recieved for evaluation. The reported event of broken manifold was confirmed. The male luer connection for central venous catheter of volumeview manifold had been completely broken off. Cross surface of broken luer was rough and uneven. No other visible damage was observed from manifold. No visible inconsistencies were noticed from returned unit. A device history record review was completed and documented that device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use a catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using s catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Due to the positive pressure the heart and the ventilator places on the lines, blood will be pushed out into the system if a break were to occur. Therefore, a natural flow of gas into the patient body is possible, but unlikely. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use of this volume view system, the manifold was found broken. It was used in a patient treated following a right sylvian aneurysm rupture requiring hemodynamic monitoring. The breakage was at the connection with the 3-way stopcock connected to the cvc distal path. The manifold had been in place for less than 24 hours, and was replaced during the day. There was no allegation of patient injury reported.